Manufacturer narrative:
(B)(4). Further information has not been provided as to the product lot and product return is not expected. It is currently unknown as to any further treatment that was given to the patient or patient outcome in response to the conditions discovered so it is unknown if the sutures were removed. Additional information has been requested of the account but not yet received. Should additional information be provided the report will be updated.

Event description:
According to the reporter; sugipro ll 3-0 suture broke resulting in a leak of the anastomosis of the aorta. Patient had to be re-anticoagulated and placed back on extracorporeal bypass for repair.